Manufacturer narrative:
Product analysis: approximately 25mm of the drivers tip has broken off and was returned for analysis. The fracture was examined microscopically and the fracture face is consistent with the driver being under torsion and a slight bending moment during the time of the break. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal fracture; and underwent spinal fracture fixation through pedicle screws. Intra-op, during final tightening of the set screw, the instrument broke. The surgery was then completed by using a new instrument. There were no patient complications reported a result of this event.